Event description:
It was reported that a new ilet user experienced hypoglycemia, with blood glucose decreasing to 60 mg/dl and remaining under 70 mg/dl for about an hour, after which the user treated with oral carbohydrate per instructions and glucose rose to 71 mg/dl by the end of the call. Symptoms included low blood glucose without loss of consciousness or need for assistance. Outcomes included no medical intervention and recovery with self-treatment using oral glucose. Investigation included customer counseling on appropriate hypoglycemia treatment and device use, including guidance not to meal announce for correction carbohydrates. Investigation of this case revealed no device alarms or malfunctions beyond expected low and urgent low alerts, and no device component issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.